Manufacturer narrative:
Concomitant medical products: serial# unknown, product type screening device; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency patient reported that they thought the lead had moved and that they have been an increase in leaks and day voids. No further complications were noted or anticipated.